Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. J1 pin 7 was bent and damaged.

Event description:
While performing service on the device it was found the battery pins were bent. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.